Manufacturer narrative:
The referenced driveline repair was reported under medwatch MFR report# 2916596-2016-00926. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 10 months. The replaced portion of the repaired percutaneous lead (driveline) was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that upon interrogation of the lvad system, there were 2 episodes of pump stoppage events, driveline disconnected and low speed advisory alarms noted. The patient denied hearing any alarms and was asymptomatic. A log file was reviewed by the technical service representative and 2 pump stoppage events and speed drops greater than 200 rpm¿s below the low speed limit was confirmed. X-rays were also reviewed and appeared unremarkable. (B)(6) 2018, the technical service team performed an external percutaneous lead (driveline) replacement approximately 2 inches from the exit site. No additional information was provided.

Manufacturer narrative:
Although the reported alarms and pump stoppage events were confirmed through evaluation of the submitted system controller log file, a potential cause could not be conclusively determined through evaluation of the returned portion of the driveline. Technical services personnel arrived onsite on 06mar2018 and performed an external driveline repair. The replaced portion of the driveline was returned measuring approximately 27.5 inches. A prior driveline repair was present. The repair site was disassembled and no issues were found. Visual inspection revealed no damage to the outer silicone jacket. No damage to the bionate was identified. Electrical continuity testing did not reveal any discontinuities or shorts. No breakdown of the metal shielding was observed. Visual inspection of the wires did not reveal any signs of insulation breaches. High potential testing did not reveal any insulation breaches that would have contributed to an electrical short. The evaluation did not reveal any issues that would have contributed to the events captured in the log file. However, the driveline was not entirely returned. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.